Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing presyncope. Upon review, the right ventricular lead exhibited increased threshold and increased pacing impedance. An upward impedance trend was observed starting around (B)(6) 2018. Device programming changes were performed to assure capture. On (B)(6) 2018, the patient's lead was capped and replaced. The patient was stable throughout the procedure.